Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a failed atrial lead position check (aplc) and due to an implantable pulse generator (ipg) design issue aplc cannot be programmed. The device and lead remain in use. No patient complications have been reported as a result of this event.